Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. It was reported that (B)(6) was received, but the pump did not have a patient ID linked to it. The hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 1¿ from the pump housing. The remainder of the distal end of the driveline was not returned for evaluation. The proximal end of the flex section was returned attached to the inlet elbow which was attached to the inlet port. The outflow graft was returned attached to the outlet elbow which was attached to the outlet port. The outflow graft bend relief was returned detached from the hardware. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities related to wear or damage. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. An are currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that (B)(6) was received, but the pump did not have a patient ID linked to it.

Manufacturer narrative:
A1 - patient identifier as yet not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.